Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited loss of capture during a follow-up in clinic. The patient was asymptomatic. The lead was observed to be dislodged toward the atrium. The lead was repositioned successfully and the patient was stable before, during and after the procedure.